Event description:
Physician ordered the ventilator to be set at five (5) of peep for the pt. The nurse started to turn the peep on - just to a setting of three (3). The pt was stable before starting to turn peep on. As peep was turned on the pt's respiratory rate increased to 30 and the heart rate slowed. The pt turned purple and the monitor showed ideoventricular rhythm and was unable to find a pulse. The pt was ambued and hcp was ready to start compressions when the heart rate increased and pulses were felt. The pt's color returned to pink. Peep was turned off. The ventilator and the pt was put back on the ventilator with no problems. The ventilator earlier that morning had passed the short est test. The bioengineer was unable to determine the cause of the problem. The ventilator continued to function well. The bioengineer did replace an exhale valve.